Event description:
It was reported during a ptca stent procedure, a stent was deployed in the distal rca. Angiography revealed an abrupt closure. An iabp was inserted and the patient was sent to surgery for one vessel bypass. The patient was discharged to home in good condition. The stent remains unrecovered.